Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the patient experienced inappropriate high voltage therapy due to post paced t-wave oversensing. The patient was hospitalized. Revision of the right ventricular lead was anticipated to resolve the event. The patient was in stable condition. Manufacturer report number: 2938836-2018-13072.